Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cemented 5 degree stemmed right size f, item # 42532007502, lot # 63078128; persona articular surface fixed bearing right 10 mm, item # 42521000510, lot # 62846474; palacos r 1x40 single, item # 00111214001, lot # 81764428; palacos r 1x40 single, item # 00111214001, lot # 8174426; all poly patella cemented 32 mm diameter, item # 42540000032, lot # 63104082. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00674; 0002648920-2018-00676; 0001822565-2018-04769; 0001822565-2018-04770. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an arthroscopy to remove bone growth post right total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Review of the device history record were reviewed with no deviations/ anomalies identified. The office visit notes states that the right knee arthroscopy lateral face patella resection was performed and suffer synovectomy 2 weeks post procedure. However, the surgical notes for this procedure was not provided for review. Per package insert, persona the personalized knee system(87-6204-022-23 rev a), the pain is known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.